Event description:
Additional information reported the posterior ¿scp¿ elevation referred to a sacrocolpopexy.

Event description:
It was reported that there was grade iii rectocele. It was noted that he outcome was resolved without sequelae on (B)(6) 2012. It was noted that the posterior ¿scp¿ was elevated. It was noted that interventions included surgical treatment. It was noted that the etiology was new illness, injury. It was noted that signs and symptoms included incomplete bowel evacuation. It was noted that the event resulted in in-patient hospitalization.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v302550, implanted: (B)(6) 2009, product type: lead. (B)(4).